Event description:
It was reported that the patient was complaining of erratic stimulation and pain in the left arm that were making it difficult to breathe. The physician advised the patient to disable the device temporarily and to either have the generator replaced or explanted. The physician informed the patient that the device battery could be wearing down and causing the erratic stimulation. The patient chose generator replacement and was referred for surgery. It was later reported that the patient was hospitalized for pneumonia and that the generator replacement surgery had been cancelled and not yet rescheduled. Surgery is still planned; however, has not occurred to date. Attempts to obtain additional information have been unsuccessful to date.

Event description:
It was reported on 07/28/2016 that the patient underwent replacement surgery on (B)(6) 2016. The physician stated that the battery didn't work anymore so it needed to be replaced. The explanted generator has not been received to date.

Event description:
The explanted device was discarded and is therefore unavailable for product analysis.